Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locator abutment (loa004) fractured. The fractured piece was removed and discarded.

Manufacturer narrative:
The complainant indicated that the abutment screw fractured, both parts of the screw were returned to the supplier for evaluation. Three attempts have been made to obtain evaluation results from zest. At this time, the results have not been returned. Therefore, no evaluation, inspection is available for this complaint. If the investigation results become available, we will submit a follow-up report for the investigation conclusion.